Event description:
This notification was initiated in reference to an email regarding issues with the ds2adv auto CPAP, dreammapper app, then brought up an issue with the recall process. An email was then found reporting an adverse event of nocturnal seizures. The reported adverse event is assessed as a serious injury. Based on the available information this issue is reportable and will be reported to all applicable regulatory agencies.